Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 250 units of insulin. Reportedly, the customer added an additional 50 units to the cartridge and received another minimum fill message. The customer's blood glucose level was not impacted. The customer loaded a new cartridge with tandem technical support and was able to complete the load process successfully.